Event description:
New information received notes programming changes were performed that resolved the event of noise reversion episodes. The patient experienced no adverse consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the right ventricular lead activity led to noise reversion episodes and low r-wave amplitudes. Programming changes were previously performed for the low r-wave amplitudes, but no intervention was performed for the noise reversion episodes. The patient experienced no adverse consequences.